Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint "when opening force bipolar the hinge/jaw become dislodged. We could only get instrument out of trocar by taking trocar out of patient and using hemostat to realign the hinge/jaw." The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. No dislodged grip tips or grip misalignment was observed. The instrument was placed and removed from the system without any issues. The instrument was fully functional. Additional observations not reported by the site and not related to the reported event were identified. The instrument was found to have a segment of the conductor wire dislodged from its normal position by the bottom of one of the grip tips. Electrical continuity was performed and passed. No thermal damage or damage to the conductor wire's insulation was observed. The root cause of this failure is attributed to a component failure. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.105¿ - 0.147 in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions to the instrument main tube is typically attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hartmann¿s reversal surgical procedure, while opening the instrument, the jaws of the force bipolar instrument became dislodged. The customer removed the instrument with a trocar and used a hemostat to realign the hinge/jaw. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no tests done relevant to this issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A review of instrument log was performed. The instrument was last used on (B)(6) 2021 on system (B)(4). The force bipolar instrument has 1 use remaining after last use. The instrument has maximum 12 uses. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the jaws of the force bipolar instrument became dislodged. The customer removed the instrument with the trocar and used a hemostat to realign the hinge/jaw. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.